Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe was cracked and leaked anti-cancerous medication. This occurred once each in lots 1305300 and 1309048. The following information was provided by the initial reporter, translated from french: "we notice a spill of the anticancerous drug at the level of the the syringe (graduation). The syringe is cracked in the length, the anticancerous drug flows out by the crack."

Event description:
It was reported that the bd luer-lok¿ tip syringe was cracked and leaked anti-cancerous medication. This occurred once each in lots 1305300 and 1309048. The following information was provided by the initial reporter, translated from french: "we notice a spill of the anticancerous drug at the level of the syringe (graduation). The syringe is cracked in the length, the anticancerous drug flows out by the crack."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1305300. Medical device expiration date: 31-oct-2026. Device manufacture date: 01-nov-2021. Medical device lot #: 1309048. Medical device expiration date: 31-oct-2026. Device manufacture date: 05-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.